Event description:
While fitting a (B)(6) male pt a pt service representative called zoll customer support to report check therapy pad messages. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check therapy pad messages) was confirmed. Upon investigation, the pulse wire running between the distribution node (dn) and ECG b had an open connection. The open pulse wire caused the check therapy pad messages. The root cause for the open pulse wire could not be positively identified but was likely a manufacturing error. No adverse event resulted from the open pulse wire. The pt received a replacement electrode belt.